Event description:
Boston scientific received information that during a recent visit noise which lead to pacing inhibition of greater than 2 seconds was observed. There were also many atrial tachy response (atr) events from oversensing noted. Boston scientific technical services (ts) was consulted and gave some programming suggestions. The physician changed the sensitivity in the ventricle in an effort to eliminate pacing inhibition going forward. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.